Event description:
End-stage renal disease pt from nursing home came in for routine treatment of hemodialysis. Pt admitted via stretcher, awake, oriented and not in distress. Approximately 10 minutes after treatment was started, nurse saw venous extension set of tesio catheter disconnected. Loss of blood approximately 200-300 cc. Pt went into respiratory arrest and transferred to medical intensive care unit.